Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (2250 mcg/ml at 470.7 mcg/day) via an implanted pump. It was reported that the patient had a routine pump replacement procedure yesterday ((B)(6)2020) because the pump had reached eri (elective replacement indicator). According to the physician, there were no signs of error yesterday and the catheter connected to the pump without issue. Everything appeared to be patent. Today, the patient was complaining of increased spasticity and had symptoms of baclofen withdrawal. No diagnostics were performed. The physician decided to look at the pump connection to see if it was still connected and if there was any fracture of the catheter that was visible. Upon opening the pump site, the connector to the pump was attached and did not raise concern. The physician followed the catheter down about 17 cm and found a fracture in the catheter which was the cause for the baclofen withdrawal. There was no evidence as to the reason for the fracture and at was noted that the physician had no further information to provide regarding the event. The pump connector piece was replaced, and the issue was resolved at this time.

Manufacturer narrative:
H3: the catheter was explanted and analysis found a user-related hole and a tear in the seal near the guide ring of the catheter connector medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.